Event description:
It was reported to philips that the device etc02 calibration failed. It was reported to philips that the failure was observed while the device was in clinical use. However, no adverse patient impact was reported.